Event description:
It was reported that, during a tka procedure, while using a visionaire adaptive guide kit - journey ii the anterior femoral cut was not flush, leaving the anterior flange off the cortex proximally. The tibia cut was very aggressive requiring an 18 mm poly to stabilize the joint spaces. Surgery was resumed, without any delay, with the same device. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information added: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the two undated, unlabeled x-ray photos show the gap between the femoral component and the femur that appears to contain cement. There is large joint space gap that is consistent with the reported 18mm insert. Based on a review of the documentation provided, the clinical root cause of the reported events could not be definitively concluded. It is unknown if and/or how this may have affected the joint line, leg-length, and if component itself could be impacted. It was reported that the procedure was resumed using the same device, without any delay. Since it was reported the patient¿s outcome is unknown, the impact to the patient beyond the unplanned over-resections, which required the use a thicker poly insert (upsized to 18mm), cannot be confirmed nor concluded based on the information provided. Therefore, no further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, and/or if significant engineering evaluation findings are noted, the clinical/medical task may be re-evaluated. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for visionaire¿ patient matched instrumentation with fastpak instrument revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h3, h6 (health effect - clinical code and health effect - impact code).